Event description:
The pump was returned for service with the report "cuts on and off at will". No pt injury has been reported. Info was not provided whether or not the device was in use on a pt when the reported situation occurred. No additional info available.